Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve; however, one gripper would not lower. After multiple attempts were performed to raise and lower the gripper. Due to the inability to lower the gripper, the gripper would not grasp the leaflet; therefore, there cds was removed and replaced. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed, while the reported failure to adhere or bond could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. The grasping issue was due to the reported gripper actuation issue and thus, related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.